Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion and posterior fixation at l3-l4 due to lumbar canal stenosis. Graft was placed inside the cage; and the cage was implanted at the treated intervertebral disc space. On or around (B)(6) 2019, about two weeks post-op, the patient had a crp rise and fever. Infection was also found at the fixed part between the vertebral bodies. The patient has received medication. Hospitalization was prolonged but the prolongation time was unspecified. Bone union is not complete yet (after two and a half months from operation). The symptoms are now reported to be settling down and the patient issue is getting resolved.